Event description:
The customer reported observing approximately 10 to 20 ml of clear fluid leaked from underneath the coulter act diff analyzer during startup. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and discovered that the red blood cell (rbc) and white blood cell (wbc) baths were overflowing. The fse replaced pinch valves lv13, lv14, and lv15 to resolve the leak and verified the repair as per established procedures. The fse also replaced the aspiration syringe, pump tubing, and dual fluid barriers (filter) as preventative maintenance. Failure mode of the event is attributed to pinch valves lv13, lv14, and lv15. (B)(4).